Event description:
It was reported that t:slim x2 pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight, although pump had not shut down and caller was unsure how damage occurred beyond normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place existing pump in storage mode before returning it with a pre-paid label within 10 days, and advised customer to manually enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.